Event description:
Info received indicates the brake will engage and hold but the casters continue to swivel.

Manufacturer narrative:
The technician replaced the worn casters to repair the stretcher.